Event description:
It was reported that noise was seen on the right atrial (ra) lead. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) implanted: 2012 (B)(6). (B)(4).